Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that the device lost alternating current (ac) power and was running on the backup battery. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The device otherwise continued to operated and was replaced by another v60 without issue. This investigation is ongoing.

Manufacturer narrative:
An authorized service provider (asp) evaluated the device and confirmed the alleged issue. The asp determined that the power supply needed to be replaced. On 01dec2025, the asp replaced the power supply to resolve the issue. Following the part replacement, the asp completed a cleaning, running test, and functional tests. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.